Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the device exhibited post paced t wave oversensing. The patient did not receive therapy during the oversensing. Programming changes were made.

Event description:
New information states that the new episodes of post paced t wave oversensing was noted. An increase in t wave amplitude was noted. Programming changes were made.